Manufacturer narrative:
In regard to the reported event, pictures was provided for investigation. Unfortunately, the foreign material or the product subject to the event were not available for investigation. Review of the pictures confirmed the presence of a white (foreign) substance. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot or any other lot of this particular product. Based on the visual appearance of the substance it was concluded that the substance observed could be capsule fibrosis remnants. However this cannot be confirmed conclusively. Therefore, based on the investigation performed, it was determined that the observed (foreign) substance most likely is not attributable to the product subject to this reported event. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
We were informed that during procedure a white substance was noticed on the cannula tip. The cannula was removed and a new cannula was used to proceed. No patient harm occurred.